Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, also alleged for a pump error and could not rewind the pump. The customer reported blood glucose value of 400 mg/dl. The customer was treated with pump and hospitalization. The event involved product mmt-1886. Troubleshooting was partially performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. No critical pump error (open book image) noted during testing. No drive/motor anomaly-rewind noted during testing. [Per (B)(6) ¿ r&d engineer: I did not find open-book case in the pump error logs, history, and traces.] The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn (B)(4) and related svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 27-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4) and related svn (B)(4), perform the history review 1 week prior to the event date 27-sep-2025 in the pump history file and found 11 pump error 43 on 09/27/2025, 49 failedbatttest (58) on (B)(6) 2025 prior to 10:17:18.000, 3 pump error 130 on 09/27/2025, and 1 lost sensor alert (780) on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 9:37:58 pm. There was no power data available for the date of (B)(6) 2025 and the time prior to 10:17:18.000 (am). Unable to check power data for failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link transmitter. No lost sensor alarm noted during testing. [Per (B)(6) ¿ r&d engineer: pump error 43 was triggered in the rewind steps due to hall sensor errors caused by strong magnetic field that resulted in the pump error 130 (mfda alarm)]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, and force sensor. The motor had a corroded motor home switch. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Alarm-aa99-critical pump error not confirmed during testing. Drive/motor anomaly-rewind not confirmed during testing. Alarm-a345-pump error 43 confirmed due to corroded motor home switch (found in the pump history file). Alarm-a370-pump error 130 confirmed due to corroded motor home switch (found in the pump history file). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.